Event description:
It was reported by service report that the scale weight reads light by approximately 20lbs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.